Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after two dental implants were installed in intraoral regions #4 and #13 it was verified its non- osseointegration. Forty ncm of primary stability was achieved and immediate load was performed. The patient presented bone type I.